Manufacturer narrative:
Tracking no: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a hysterectomy, when the needle holder was removed, half of the suture needle was missing. An xray was taken and needle was seen on the image but the broken piece was unable to be retrieved. Additional information requested but not yet received.